Manufacturer narrative:
It was reported by the clinical specialist that during a mitral repair an icf100 was used upon initial arrest, cpb line pressures were 340mmhg at 70cc flow rate. It was noticed that the device had a kink in it right at the yoke of the edwards logo area. The physician didn't want to switch out the device so the case was continued using just retrograde. Evaluation: evaluation of the returned device found a kink on the shaft at the hub. The lumens were flushed for patency and no issues were observed. The complaint was confirmed but no manufacturing non-conformances would be found in the returned sample. Edwards has in place a technical summary related to this reported failure. Manufacturing records were reviewed and there were no related ncr's found. The instructions for use, training and risk control measures are appropriate at this time. There is no indication of an increasing trend that surpasses control limits for this failure mode so no further action will be taken at this time. Trends will continue to be monitored through the edwards quality system.

Manufacturer narrative:
Device to be evaluated upon product return from the customer.

Event description:
It was reported by the clinical specialist that during a mitral repair, an intraclude aortic occlusion device, icf100 was used upon initial arrest, cpb line pressures were 340mmhg at 70cc flow rate. It was noticed that the device had a kink in it right at the yoke of the edwards logo area. The physician didn't want to switch out the device, so the case was continued using just retrograde.